Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. There was no evidence of foam degradation. During the evaluation of the device at the manufacturer's service center, a service required code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.